Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. D5 is unknown. No information has been provided to date.

Event description:
It was reported that a pump was giving an error message-back up audible alarm. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other, other text: b3: date of event: updated with additional information received. B5: describe event or problem: updated with additional information received. H6: event problem and evaluation codes: updates are not required. H10: no sample has been received by manufacturing to date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: catalog number: 4000-0106-01, h3: correction: device evaluated by manufacturer: device not returned to manufacturer.

Event description:
Additional information confirmed that there was no patient involvement. The date of event information has been received and updated into the file.

Manufacturer narrative:
Other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed visible contamination, but cases in good condition and tamper seals intact. Review of the event history log showed an occurrence of "back up audible alarm post." The alarm was duplicated during functional testing during the power up/self test process. The investigation determined that an issue with the main printed circuit board was the cause of the reported issue. The main board was replaced. Per service history review this device has not been in for service previously. With no indication of a manufacturing defect found during evaluation, no device history review was performed.